Event description:
It was reported that the recommended replacement time triggered possibly due to premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/elective replacement indicator (eri) indicated. Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows min bat=2.627 to 2.620 volts between (B)(6) 2012. A patient alert for low battery voltage occurred on (B)(6) 2012.